Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that there was a leak from the 1/2 x 3/8 connection on the roller tubing.the amount of blood lost because of the leak was unknown.an unplanned blood transfusion was not required because of the blood loss from the leak. The same leak did not appear in multiple packs. The device was used to complete the procedure. There was no adverse patient effect associated with this event.